Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts bunched, lifted from the stent profile and stretched at the distal edge. The stent moved distally on the balloon. The product stent protector was not returned for analysis with the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident on the exposed part of the balloon wall, indicating that a full crimp was achieved between the stent and balloon. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the saphenous vein graft (svg). After a non-bsc tuohy was used, a 4.00x16 synergy ii drug eluting stent was advanced to treat the lesion. However, while advancing the stent through the tuohy the physician felt the stent caught the inside of the tuohy and the stent edge became lifted. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the saphenous vein graft (svg). After a non-bsc touhy was used, a 4.00x16 synergy ii drug eluting stent was advanced to treat the lesion. However, while advancing the stent through the touhy the physician felt the stent caught the inside of the touhy and the stent edge became lifted. The procedure was completed with another of the same device. No patient complications were reported.